Manufacturer narrative:
Device used for off label indication. The indication the device was used for was (B)(4).

Event description:
It was reported that the patient wanted to know if she turned up stimulation would it have helped to shut off the severe diarrhea. The patient did notice a control of symptoms right after implant. The patient stated she had severe diarrhea for the three weeks prior to the report. The first week, the week of (B)(6) 2013, the building the patient lived in, everyone had the flu and she thought she had the stomach flu. The third week, the week of (B)(6) 2013, the patient fell. When the patient fell, she had a fecal accident. The patient stated that in the fecal diarrhea was a wooden stick, 'like what you would stir coffee with.' The patient stated that after the fall, her diarrhea stopped and she did not follow up with her health care provider (hcp). The tuesday prior to the report, the patient's diarrhea returned, along with belching and intestine odor. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3093-33, lot# va01xbq, implanted: (B)(6) 2012, product type lead; product ID 3093-33, lot# va01xbq, implanted: (B)(6) 2012, product type lead. (B)(4).